Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed insulin flow blocked during fill tubing. Customer's blood glucose reading at the time of the incident was not included in the report. Customer reported that the event was resolved by changing the infusion set and reservoir. Product is expected to return.